Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Fa found the primary failure of the thermal damage to be related to the customer reported complaint. Thermal damage was found on the yaw pulley. The fbf instrument was found to have charring and localized melting at the grip base. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive pathway. The fenestrated bipolar forceps instrument passed the electrical continuity test. The root cause was attributed to mishandling and misuse. Further investigation found signs of corrosion on one grip tip. This observation is unrelated to the primary issue. The common cause for corrosion is attributed to poor cleaning/reprocessing techniques. The root cause is attributed to mishandling and misuse. A review of the site's complaint history shows additional complaints related to this product and/or this event. The report submitted under patient identifier 495953 documents the alleged arcing on the fbf instrument and the instrument investigation while report submitted under patient identifier 505053 documents the alleged arcing on the mcs instrument. A review of the instrument logs for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k10211129 0106) associated with this event has been performed. Per the review, the instrument was last used in a procedure on (B)(6) 2022 on system sk3009. The alleged instrument had 12 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. In addition, the instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument sparked. The reporter indicated that a wire probably burned. According to the reporter, one blade of the monopolar curved scissors (mcs) instrument touched the insulator and a burnt residue was generated. The debris of the burn was retrieved during the same procedure since it was inside the cannula. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use and had no issue. The fbf instrument collided with the mcs instrument and sparked. The fbf instrument was grasping the tissue when the arcing event occurred. It was unknown if there was any thermal damage on the fbf instrument after the spark. There was no patient injury due to the unintended energy discharge. An arcing occurred on the mcs when it collided with the fbf instrument. The burned residue fell into the cannula and never fell into the patient¿s anatomy. The surgeon confirmed that there was no fragment remained inside the patient¿s body via endoscope image. There was no additional surgical procedure required to remove the fragment. X-ray examination was performed on the patient after the procedure as part of a procedure to ensure no fragment retained.